Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The user reported a leak during an infusion of 10% dextrose. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.